Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that a high, out-of-range impedance measurement on this right ventricular (rv) lead resulted in a lead safety switch on the associated device. Reproducible noise was noted on the rv channel with some oversensing occurring; no pacing inhibition of over two seconds took place. Boston scientific technical services (ts) suggested troubleshooting options and discussed options for programming optimization. The patient is rarely paced; the physician initially elected to continue monitoring the system after programming back to bipolar sensing. However, a lead fracture was later confirmed and the lead was explanted and replaced. No additional adverse patient effects were reported.